Manufacturer narrative:
(B)(4).

Event description:
The customer alleges when the doctor opened the product, the g/w (guide wire) was curved. Another device was used.

Manufacturer narrative:
(B)(4). The customer returned an opened cvc set: 3-lumen 7 fr x 20 cm kit with multiple components. The spring-wire guide (swg) was evaluated for this investigation. Visual and microscopic examination of the swg revealed no anomalies or defects in the swg body. Both the distal and proximal welds were intact, full, and spherical. A device history record review was performed and did not reveal any manufacturing related issues. The customer complaint that the swg was kinked in packaging could not be confirmed based on the sample received. No anomalies or defects were found with the returned swg. No problem was found with the sample; therefore, no further actions will be taken.

Event description:
The customer alleges when the doctor opened the product, the g/w (guide wire) was curved. Another device was used.